Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/22/2007 to the present date 11/5/2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device. (B)(4) for iui.

Event description:
The customer reported that the device failed preventative maintenance. No patient involvement is noted.

Event description:
The customer reported that the device failed preventative maintenance. No patient involvement is noted.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/22/2007 to the present date 11/5/2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device. Ca-2018-0161 for iui